Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided. The customer mistakenly manually delivered more insulin they needed. Glucagon was administer by a health care provider to address the bg. Customer was discharged from the emergency room the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended.